Event description:
During the implant procedure on (B)(6) 2021, a blood vessel was injured during tunneling. The surgeon used an additional incision near the clavicle to find the source of the bleeding. The surgeon cauterized and sutured the injured vessels, addressing the issue in surgery.